Event description:
In 2005, device #1 was implanted into hospital pt after a partial cystectomy. During the removal of the implant four days later, a six inch piece broke off inside the pt. The next day, the fragment was surgically removed. Packaging of device not available.